Event description:
The pt was implanted with a left ventricular assist device (lvad). An intermacs report was received which indicated pump thrombosis. It was reported that the pt subsequently expired.

Manufacturer narrative:
The pt expired. (B)(4). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.